Event description:
It was reported that the patient was recently implanted and has developed an infection at the midline incision. Symptoms of redness, swelling and discharge from incision were noted. The physician confirmed that the infection was not device or procedure related. The patient was administered with antibiotics. The infection had cleared up.

Manufacturer narrative:
Correction to the initial emdr in field h11. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI upn: m365sc8436500, model: sc-8436-50, serial: (B)(6), batch: 7091990, UDI: (B)(4).

Event description:
It was reported that the patient was recently implanted and has developed an infection at the midline incision. Symptoms of redness, swelling and discharge from incision were noted. The physician confirmed that the infection was not device or procedure related. The patient was administered with antibiotics. The infection had cleared up.